Event description:
Fresenius became aware (via a customer experience survey) that this patient with end stage renal disease (esrd) previously on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was diagnosed with multiple infections . No additional information was provided during intake. Follow-up with the patient's pd registered nurse (porn) revealed the patient presented to the outpatient home dialysis clinic in 2020 (exact date not provided) with abdominal pain. A peritoneal effluent fluid culture was collected, and the patient was diagnosed with peritonitis.the patient was treated with intraperitoneal (ip) vancomycin, and the peritoneal effluent culture returned positive for staphylococcus epidermidis. Causality was attributed to the patient not properly disinfecting their hands prior to disconnecting and reconnecting treatment after utilizing the restroom. The porn stated there was no deficiency and/or malfunction of a fresenius device(s) and/or product(s) to report. However, following this event the patient's pd catheter (not a fresenius product) was surgically removed, and a hemodialysis (hd) catheter (not a fresenius product) was placed. The patient transitioned to hd in late 2020, as ordered by the nephrologist and has recovered from the events. C-775049 (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).